Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the teardrop-shaped clip was formed. The device was used around the bladder. A competitive device was used to complete the case. There were no adverse consequences to the patient.